Manufacturer narrative:
The reporting facility contact name was not provided to siemens for reporting purposes. Manufacturers preliminary analysis: the exact circumstances of the event are currently not understood. The investigation is ongoing. Initial corrective actions/preventive actions implemented by the manufacturer: with the currently available information no general problem has been detected for the installed base which requires an immediate action. A supplemental report will be submitted if additional reportable information is received. Internal ID# (B)(4).

Event description:
It was reported by the user that the ysio system moved without command. No one was hit by the tube and no injuries occurred. The issue is currently not fully understood. It is assumed that in a worst-case scenario, injury to the patient or other persons could result if the event were to recur. The issue is being reported with an abundance of caution. The reported event occurred in great britain.

Manufacturer narrative:
H10 manufacturer narrative: the complaint issue was investigated in detail. It was stated by the customer that the tube moved on its own across the room at speed while being used by the radiographer. No one was hit by the tube. The system was taken out of use until it was checked by trained personnel. Further information was requested to understand the situation described. According to the radiographer involved, the free movement button on the handle of the tube stand was pressed and held after an examination to move the tube to the right. This was only possible with the application of great force. When the operator did not pull the tube to the right but only pressed the button, the tube was veering itself to the left quite rigorously. The movement stopped as soon as the button was no longer pressed. Alternatively, the radiographer tried to move the tube to the right using the longitudinal buttons. This also was only possible with the use of great force. Based on the descriptions of the radiographer and the experience of the product experts it was recommended to replace the force sensor. In the event the force sensor is malfunctioning and provides incorrect values, the tube stand can move in the wrong direction. The analysis of the provided log files does not indicate any unintentional movement of the tube stand. The siemens software specialists confirmed that a power-guided movement was initiated at the time mentioned. Any movement was intended by pressing a button. The dmg (dead man grip) was activated every time an axle was moved. In this case, the first-error safety (fail safe) is guaranteed by the dmg. A motorized movement is only triggered when two signals are present at the motor controller at the same time, (i.e., dmg and motion request). In case of any unwanted movement, the emergency stop button can be used to stop all movements immediately. In the log files, an error messages related to the rva-axis of the tube stand (tube vertical rotation axis) can be seen. These errors are not related to the described problem but indicate that the belt tension is not adjusted correctly. It was recommended to check the rva-axis and the belt tension to solve this issue. According to the received information, the belt tension was inspected manually since no tension meter was available at the time of the visit. Furthermore, it was stated that no parts were replaced on site. After calibration of the force sensor the system was taken into use again. Since then, no further occurrences are known. The complaint was closed, and further action is not deemed necessary by siemens at this time. H11 corrected data: d8: the device was not serviced by a third part and this section should have been checked "no" in the initial report submitted to the FDA on september 28, 2022. G2: report source company representative should not have been checked in the initial report. Other should have been checked to include that the complaint event occurred in great britain. H8: usage of device was incorrectly checked as "reuse" in initial report